Event description:
It was reported that this brady lead was suspected to have micro dislodgement as threshold went up. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Based on normal lead resistance measurements and passing electrical continuity testing, the allegation of high pacing threshold was not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this brady lead was suspected to have micro dislodgement as threshold went up. This lead was explanted and replaced. No additional adverse patient effects were reported.